Event description:
Reportedly, two inappropriate shocks were delivered due to noise / oversensing on the v channel. Recent ICD replacement due to normal battery depletion. Reintervention is to be organized soon. Question from the physician regarding the reintervention: is the lead integrity compromised? Should the lead be replaced?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. No additional information have been received on this device and the ICD lead connected to the device. No malfunction is suspected on the subject device. It has been recommended to replace the ICD lead. The UDI is updated in the MDR follow-up report.

Event description:
Reportedly, two inappropriate shocks were delivered due to noise / oversensing on the v channel. Recent ICD replacement due to normal battery depletion. Reintervention is to be organized soon. Question from the physician regarding the reintervention: is the lead integrity compromised? Should the lead be replaced?